Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the atherectomy procedure was to treat a heavily tortuous, heavily calcified de novo popliteal and anterior tibial lesions that were 90% stenosed. A non-abbott atherectomy system was being used in conjunction with an emboshield nav6 for distal embolic protection. When the non-abbott atherectomy system was being removed with some force, the nav6 filter got dragged up into the sheath of the common femoral artery with the non-abbott atherectomy system and broke the bare wire in the process. This left the filter and a distal section of the barewire in the sheath. A snare device was used to first snare the bare wire distal section and then the second to snare the filter. All pieces were successfully removed from the patient. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separations were confirmed. The filter migration was the result of the separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It was reported that the emboshield nav6 was being used to treat a heavily tortuous, heavily calcified de novo popliteal and anterior tibial lesions that were 90% stenosed. The emboshield nav 6 instructions for use (eifu), states: the system is designed to reduce distal embolization while maintaining blood flow during angioplasty and stent procedures. The system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. It could not be determined if using the nav6 off-label contributed to the difficulties. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR, the account confirms that the core of the bare wire separated into two pieces and not the tip. Additionally, they also confirm that the coils became separated. No additional information was provided.